Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported being unable to calibrate. The customer's current blood glucose level was 526 mg/dl. The customer did troubleshoot the issue. The customer did not complete troubleshooting for the insulin pump. The insulin pump will not be returned for analysis.